Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject device had leakage during user handling and water invaded the device, causing abnormality in electrical components and error message was displayed. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. - leakage testing of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of leakage at the eto valve, body control unit, and the scope connector was confirmed. After aeration, the image returned, and the switches were functioning. The evaluation of the returned device also revealed the additional findings: the exera data verification had no data transmission; the adhesive at the bending section cover had a crack; the bending section had a dent; smash/small chip in the boot; minor dent in the insertion tube; and the control was grinding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while reprocessing the evis exera iii bronchovideoscope after an unspecified diagnostic procedure, the user observed leaking at the end of the cord and the cord was loose. There were no reports of patient harm or impact associated with the event. During inspection and testing of the returned device, there was no image, and the device displayed an e315 error message. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.